Event description:
One day post-op following a cataract extraction procedure using this phacoemulsification handpiece, particulate was seen on the pt's iris. The pt is doing well with an uncorrected visual acuity of 20/40 which corrects easily with minor refraction to 20/20.

Manufacturer narrative:
No product was returned for evaluation.